Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an unknown procedure. As the nurse opened the components for the procedure, it was noted that the inserter was bent. The surgeon attempted to use the product for surgery but was unsuccessful. The procedure was completed using another product with the same item number. No patient impact was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint confirmed by visual inspection of returned device. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.